Manufacturer narrative:
(B)(4)

Event description:
Procedure: ileostomy closure. According to the reporter: upon closure of the device on tissue, a loud crack was heard. The device fired smoothly. The device was removed from tissue and the staples were noted to be malformed. The staple line was not intact. Replaced the stapler with another stapler and it fired without any issue. They redid the anastomosis. The tissue with the malformed staples was cut away as part of the specimen. No reinforcement material was used.

Manufacturer narrative:
(B)(4).